Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that during a prostatectomy procedure, when withdrawing the challenger, the cartridge was missing. It was discovered that the cartridge had fallen into the intra-abdominal. There was a 15 minute delay in surgery. There was no harm to the patient.

Manufacturer narrative:
Investigation: the magazine was analyzed using a digital microscope by keyence - vhx5000 (ID# (B)(4). The metal sheet is deformed. At the proximal end of the cartridge the fixing bracket is broken off. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the deformed slider sheet is most likely caused by a too fast application. Thus the two jaw parts of the shaft press the distal end of the slider sheet together. To avoid this the user should wait until the first application process is completed. The investigation illustrates that there are no technical errors causing the damage at the fixing bracket of the cartridge. The fracture surface shows a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rapture. It can be assumed that damage is caused by the user, maybe at the unpacking or at the installation to the applicator. Corrective action: according to sop (B)(4) a CAPA is not necessary.